Event description:
Related manufacturer reference number: 2017865-2022-48935, related manufacturer reference number: 2017865-2022-48936. It was reported that when the patient presented for a follow-up, pocket erosion was noted. The physician believed the erosion occurred due to twiddler¿s syndrome. The device and both the ventricular and atrial leads were explanted. The patient was stable and asymptomatic.